Event description:
It was reported that an artificial urinary sphincter (aus) was explanted due to urinary incontinence. It was noted that urethral atrophy made it necessary to downsize the cuff from 4.5 to 4. A new cuff was placed, and no other patient complications were reported.